Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an interject needle was used in the stomach during a tissue resection procedure performed on (B)(6) 2021. During the procedure, the needle was halved. The procedure was completed with another interject needle. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device problem code a0501 capture the reportable event of needle detached. Block h10: investigation results: the interject needle was returned for analysis. A visual inspection was performed and it was noted the needle was in the retracted position when received. The needle was not broken, it was properly attached to the device. The working length was kinked approximately at 83.5cm from the outer hub. A functional inspection was performed which noted the device would extend and retract without issue. The handle operation was smooth when actuating the device. No other issues were noted. The complaint was not confirmed. Based on all available information and the condition of the returned device, it is most likely that procedural or anatomical factors encountered during procedure could have affected the device performance and its integrity. Handling and manipulation of the device during procedure could have kinked the working length. Also, interaction with the scope while the device is being advanced through it could have kinked the device. Therefore, the most probable root cause for the failure found during analysis is adverse event related to procedure. However, the reported failure of needle detachment was not confirmed during the analysis. Therefore, the root cause for the reported failure is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that an interject needle was used in the stomach during a tissue resection procedure performed on (B)(6) 2021. During the procedure, the needle was halved. The procedure was completed with another interject needle . There were no patient complications reported as a result of this event.